Event description:
On (B)(6) 2013, the distributer contacted animas and reported short battery life. There was no reported adverse event associated with this this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: during investigation, a review of the black box showed one low battery warning. There was evidence of a voltage drop/excessive battery usage also observed in black box. The pump powered on with the returned battery cap. The battery compartment was found to be intact and the battery cap was able to fully tighten to the pump. The pump case was removed and no evidence of moisture contamination was observed inside the pump. No evidence of intermittent contact was found when the battery terminal contacts were inspected. The battery life issue was confirmed in the history but was not able to be duplicated during investigation.